Event description:
Minimed paradigm 7 series insulin pump repeated "no delivery" alarms. The insulin pump alarms frequently -hourly- after changing the reservoir for about 24 hours after refilling the insulin pump. Attempts to fix the problem include changing the entire infusion set - tubing, insertion site, insertion cannula- have not resulted in fixing the problem. Changing lots of the tubing, insertion sets, reservoirs, insulin bottles have not fixed the problem. The problem has been ongoing for over 4 months. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: type I diabetes.